Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a lot to lot correlation was performed and one sample ((B)(6)) produced a (B)(6) results with anti-hbs2 lot 098. The ccc noted anti-hbs2 (lot 098) had recovery issues with seracare quality controls. The customer informed siemens that lot 098 was no longer available and moved to lot 104, and shared concerns as the (B)(6) qc shifted lower and unacceptable for the qa (quality assurance) manager. The customer agreed to run siemens qc for troubleshooting purposes, and testing confirmed that (B)(6) results were within the specified range. Siemens dispatched a customer service engineer (cse) to the customer site. An inspection of the fluidic dispense and aspirate flow was performed, and no issues noted. The reagent probe alignments were verified and operational. The llc (lower level controller) board and giob (global input-output) board were replaced to resolve aspirate errors. The dcp (daily cleaning procedure) was performed, and no issues noted. Qc testing was performed, and siemens indicated that results were out of range. Siemens hsc (headquarter support center) investigated the issue. Internal testing performed by siemens of advia centaur xp ahbs2 lot 104 with siemens advia centaur ahbs2 quality control (qc) lot 3420, demonstrated a recovery of (B)(6) with the negative control and a mean of (B)(6) with the positive control, and performs as expected. During a follow-up cse visit, the customer informed that the acid and base tubing was trimmed to replace parts. The cse proactively replaced the tubing to ensure the proper length. During the service visit, qc testing was performed, and the results were successful. The customer informs the instrument is back online and operational. Siemens is investigating.

Event description:
The customer informs of discordant (B)(6) surface antigen 2 (ahbs2) patient results obtained on an advia centaur xp instrument. The initial results were reported to the physician(s). The customer performed repeat testing with the same sample and instrument, and the result was (B)(6). No corrective report was issued by the customer. There are no reports of patient intervention or adverse health consequence due to the (B)(6) patient results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00209 on 11-june-2019. Additional information (17-june-2019): siemens reviewed the list of medications provided and noted no interferences with the advia centaur xp ahbs2 (anti-hepatitis b surface antigen 2) assay. Internal testing of advia centaur ahbs2 lots 098 and 104 indicates the lots are performing as intended. The customer's evaluation of advia centaur ahbs2 lot 104 with siemens qc (quality controls) shows the lot is performing as expected. The potential cause for false positive ahbs2 patient results on one patient sample is unknown and can potentially be caused by pre-analytical factors, a sample issue, or a reagent shipping/handling issue. The instrument is performing according to specifications. No further evaluation of the device is required. Conclusion code is updated.